Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The reporter, an emergency medical technician (emt) who was on-scene, contacted physio-control to report that during a recent patient event their device had both the service wrench and attention icon present on the device¿s readiness display. Medical personnel proceeded with using the device and upon powering it on observed that it would not advance beyond the ¿call for help¿ voice prompt, even though the patient was properly connected to the device via therapy electrodes. The emt further advised that she powered the device off and then back on again, but he unit would only provide the ¿call for help¿ voice prompt. A backup device was not available. The emt advised that the patient, a (B)(6) male, had suffered a major heart attack. The event was unwitnessed and the patient had been down for approximately 20 minutes without CPR when first responders arrived. The patient did not survive the event. Following the event, the therapy electrodes used were disposed of; however, the reporter was confident that they were not expired. Additionally the patient did not have hair on his chest and the reporter felt that the therapy electrodes had made good contact with the patient¿s skin. No further details about the patient or the event were provided. The reporter, an emt, concluded that the device use did not contribute to the patient outcome. The reporter cited that the nature of the event (heart attack) and lack of care in those initial 20 minutes prior to arrival of medical personnel were the main contributing factors to the patient outcome.